Event description:
Previously rpt'd as no reason for removal. The lead was explanted due to a rpt of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s). No complications.